Event description:
It was reported the pt experienced a shocking or jolting sensation when they went up or down stairs, and the pt's programmer would not allow them to turn down the stimulation. The pt was sent a replacement pt programmer. Add'l info will be requested if the new programmer does not resolve the pt's issue.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received indicated that the patient still had concerns with their device/therapy but had not sought further help. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Checked adverse event. Analysis of the programmer. Model 37743, serial# (B)(4). Found a broken antenna jack.